Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Functional analysis revealed that light was unable to travel to the fiber face to illuminate it indicating that the fiber was broken within the connector. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a procedure. According to the complainant, during the procedure, the accutrac laser fiber connector overheated during use with a dornier laser machine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a procedure. According to the complainant, during the procedure, the accutrac laser fiber connector overheated during use with a dornier laser machine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.